Event description:
Reportedly, during device follow-up performed on (B)(6) 2011: - warning message about system's ability to deliver an efficient shock was displayed; the ventricular lead impedance was found unstable. Despite none of these conditions could be reproduced, the physician decided to remove the device. The device will not be available for analysis because it was destroyed in hosp.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.